Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor did not pass essential performance testing. The cause for the failure was isolated to a defective u608 component on the computer/analog pca. The root cause for the defective u608 component could not be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor resets.